Event description:
It was reported that the pins/locks on the zimmer skin graft mesher were not locking into place and therefore, the cutters and the skin would not roll through. Add'l clinical info from the hospital indicated that the device problem was noted prior to pt use and no delay of procedure was reported.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.